Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. No troubleshooting taken. The remote monitor was expected to be replaced. N o patient complications have been reported as a result of this event.

Manufacturer narrative:
The remote monitor was returned and got lost. Analysis will not be conducted; however, an investigation was completed with the information provided in the complaint file. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and got lost.